Event description:
It was reported that during a laparoscopic procedure, the blade was broken outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Reporter alleged obtaining the results of 555 mg/dl, 365 mg/dl and 195 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 12 units of lantus after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.